Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient's left hip was revised due to implant failure and altr.

Manufacturer narrative:
Corrected data: an event regarding altr involving a metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as no medical records were provided. -product history review: not performed as no lot information was provided. -complaint history review: not performed as no lot information was provided. Conclusions: the event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as device lot information and return, pathology reports, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's left hip was revised due to implant failure and altr.